Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the ok button on their device's keypad had become unresponsive. This complaint is being reported because it was not resolved at the time of the call. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: the keypad was fully intact with no damage observed. The down and ok keys were intermittently responsive to user input. Contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.